Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex endotracheal tube cannula folds and deflects from the oral cavity during intubation. It was also reported "when attaching to the ventilator of an unknown brand, the cannula "folds" because it appears to be very malleable, damaging the ventilation". No adverse patient effects were reported.